Event description:
It was reported that the gas cylinder is not holding the pressure and therefore, the head piece of the litter starts to swing. There was no reported pt involvement or adverse consequences.